Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found there was a piece missing from the haptic. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6 implantable collamer lens, diopter -9.0 into the patient's right (od) eye on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to the lens being too big. Reportedly, the patient is "okay now," the problem was resolved.